Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 38mm stent delivery system; catheter was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 21cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
Reportable based on device analysis completed on 03-nov-2022. It was reported that hub break occurred. The target lesion was located in the severely tortuous and severely calcified middle right coronary artery (rca). A 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. After attempting a stent placement in distal rca and having that one break, a guidezilla was put down and tried to deploy the stent. However, it broke again in the shaft near the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube shaft detachment.